Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that there was some oversensing/noise noted on the right ventricular (rv) lead post defibrillation threshold (dft) testing, post implant. The oversensing could not be reproduced the next day after another dft. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.